Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the clip would not close inside of the patient. The physician removed the entire scope to remove the clip. The physician completed the procedure with another resolution clip device with no patient complications; the patient is fine. This type of issue is not a reportable event. On (B)(6), 2010, the preliminary investigation results on the returned resolution clip device found that the prongs were bent backwards. This type of issue is a reportable event; this report is being created to report the results of the investigation.

Manufacturer narrative:
(B)(4). The returned resolution clip device was inspected when received. Upon investigation, it was noticed that the clip assembly was mashed onto the bushing, and there was a kink in the control wire near the handle; the control wire was not attached to the clip assembly. The clip assembly could not be deployed and the prongs could not be opened of closed. It was also noticed that the prongs were bent backwards. The root cause could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted.